Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files (attached) on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Monitor: (B)(6) 2014 - reuse. Electrode belt: (B)(6) 2015 - initial use. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock events was lack of response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false shock was rapid rate exceeding the programmed threshold which self-converted immediately prior to the shock. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4)((B)(4) per patient-month with (B)(4) confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found (B)(4).

Event description:
A u.s. Distributor contacted zoll to report that a patient experienced an appropriate defibrillation event consisting of two shocks while in a hospital. The first shock occurred when the patient's rhythm self converted from vt to sinus rhythm immediately prior to the shock. The patient's rhythm again degraded to vt approximately 30 seconds after the shock and an additional shock was delivered for vt. The patient was unconscious and the hospital staff was reportedly performing CPR on the patient at the time of the treatment during which one of the nurses was also shocked. There is no information to suggest that the patient's nurse sustained any injury. The response buttons were reportedly pressed by the hospital staff during the event. Review of the download data reveals that the response buttons were pressed after the first shock, but not during the second detection. The patient remained in the hospital and was to receive an ICD.